Manufacturer narrative:
(B)(4). The following information has been requested however no response has been received. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent if in your possession, may we have a copy of your medical records? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name and contact information and fill out the attached consent form? (Email, phone number, address).

Event description:
It was reported a patient suffered head trauma after a fall, a 3.5 inch cut on top front of head on (B)(6) 2020 and topical skin adhesive was used. Staples were not available so adhesive was used. The wound continued bleeding profusely and would not seal or adhere to the wound. Patient then drove to emergency room and wound was stapled. No device will be returned. Additional information has been requested.